Manufacturer narrative:
Calibration was last performed on 31-aug-2021 and qc was acceptable. A field service engineer (fse) replaced dosage pipettes, the chloride contact electrode, and performed three precision runs with a patient serum pool. The customer performed a qc check. All values are within acceptable ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant chloride electrode results for 9 patients tested with a cobas integra 400 plus. The discrepant results were reported outside the laboratory; the issue was caught upon review of the data. The following is an example of the type of results received for 1 patient sample: the patient¿s initial result was 128 mmol/l accompanied by a data flag; on 03-sep-2021 the repeat result was 102 mmol/l. The chloride electrode lot number was provided as 215094. The expiration date was requested but not provided.